Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per ms&s, patient reported that they had an aspira pleural placed on (B)(6) 2017. The patient began having leakage at the wound site that weekend. The patient stated that the leakage is sometimes minimal but other times is a constant drip or somewhat heavy. Patient does not have shortness of breath or any pressure. The patient has been to their physician three times who stated that nothing was wrong with the placement of the catheter. Patient has an appointment with his oncologist for evaluation.